Manufacturer narrative:
All information provided by the manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of no sensing or pacing was confirmed in the laboratory. Analysis found that the aux coil was found to be loose. Visual inspection revealed that it was cracked and had disconnected from the substrate.

Event description:
It was reported that during implant there was no sensing and no output when the lead was connected. This device was not implanted.